Event description:
Adverse event(s): "surgery delayed 25-30 minutes, system switched out" (no code available). Product problem(s): "system message occurred during the case" (device displays error message). A biomedical engineer reports during surgery, the system displayed a system message which prevented the air infusion. The system was restarted, a new pak was used and everything worked. However, afterward, the system gave the same system message. The system was switched out to complete the case. The delay was 25-30 minutes, but no patient injury occurred.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) was unable to reproduce the system message experienced by the customer. All 8 of the customer's tanks regulator output were verified individually. In addition, the pneumatics hose connections were checked and no pressure issue was found. The tm reported finding a system message 1014 in the event log from (B) (6) 2009 which was not reported by the customer. Based upon a review of the event log, on (B) (6) 2009, system message 6204 (inlet pressure too low for the system - please adjust the inlet pressure between 58 psi and 120 psi) occurred five times prior to system message 6208 (inlet pressure is unstable) which was the error message reported by the customer, being displayed. Thus system will progress from system message 6204 (advisory) to system message 6208 (error) if system message 6204 is displayed five times (as occurred in this case). This indicated the system acted as intended. It is unknown what caused system message 6204 to be displayed in the first place as the territory manager found all of the nitrogen tanks were checked and the regulator output was verified. A definitive root cause of the reported issue could not be determined. (B) (4). (B) (4). (B) (4).